Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, because of patient anatomy and user technique, the first corevalve was implanted low (12+ mm below the aortic annulus) resulting in severe paravalvular leak (pvl). A second corevalve was placed 8mm higher with resultant mild pvl. No adverse patient effects were reported.

Manufacturer narrative:
Product analyis: the product remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported severe paravalvular leak (pvl) that required reintervention was likely related to patient anatomy. Implant technique is often dependent on patient anatomy. The procedure was successfully completed with no adverse patient effects reported. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.